Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
As we discussed please see below communication from pharmacist. The patient has drawn up a molecule and has noticed that there is a yellow substance I the syringe, the patient has reported this to the pharmacy, and they have advised the patient to not use the medication. The pharmacy has contacted the patient, and the patient has given permission for embecta to contact the patient. Note: has been contacted, no response. Date: on (B)(6) 2025 at 15:09:22 aedt. To: (B)(6). Subject: yellow substance in bd syringe. Hi (B)(6), thank you for your time on the phone today. As discussed, one of our customers used a bd ultra fine syringe to draw up her medication and noticed it turned the solution slightly yellow and there was a yellow substance at the top of the syringe. We are trying to determine what this is as she has already injected half her dose and is hesitant to discard the remaining dose in a second syringe as it is very expensive medication. We have advised her not to use this medication. Here is a photo showing the substance in another syringe from the same box. Kind regards, (pharmacist), sent from my iphone.